Event description:
The ge oec 9900 fluoroscopy system had multiple error codes. System operational issues, lock-ups and shutdowns.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the gpos and rtos single board computers and performed a clean software installation to restore function. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.